Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The proximal extension was inadvertently pushed over the renals. Physicians opted not to run final angiogram and did not detect this.

Event description:
Dr (B)(6) implanted, dr (B)(6) assisted. Female patient presented with moderate aneurysm; bilateral cia aneurysms. Vessels were predilated. Access and deployment of a 28-16-140bl bifurcated device and a 28-28-75l proximal extension were uneventful. The devices were post-dilated with good seal. The plan was to treat the bilateral cia aneurysms with limb extensions. While advancing the limb extension delivery system through the introducer sheath, the delivery system inadvertently pushed the proximal cuff up and covered the renals, however, it was not noticed at that time. The limb extension was deployed and excluded the left cia aneurysm. A reliant balloon was inflated on the right side; was used in the right limb of the main body, and achieved good seal. A bare metal stent was placed on the right side to reinforce for arterial disease. A final angiogram was requested by dr (B)(6), however, dr (B)(6) decided against one. The patient left the operating room and was sent to recovery. Over night, the patient was in renal failure and developed bowel issues. The patient was taken to surgery the next day for conversion to open repair but died.